Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: analysis confirmed the stated reason for return of a generated error. It was noted that the device was returned without batteries. The device failed some of its incoming testing. The main board was repositioned for the calibration and final test and it was noted that the device passed all tests with no visual or electrical anomalies and that it conformed to specifications.

Event description:
It was reported that the external pulse generator generated an error. The generator has not been returned for service. No patient complications have been reported as a result of this event. It was further reported that the device had been returned to service. The generator subsequently tested out of specification during manufacturer's analysis.